Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high out-of-range pacing impedances. Upon fluoroscopy the lead was found to be severed at the site of the patient's clavicle. A revision procedure was performed at which time the distal portion of the lead was surgically abandoned and a new lead implanted without consequence to the patient. Though the measurements were not reported to boston scientific, follow-up revealed the high impedance measurements to date back nearly one year prior to the observation of loss of capture and subsequent revision procedure. During that time the patient was asymptomatic and confirmed to not be pacemaker dependent. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.